Event description:
It was reported that this pacemaker system displayed yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Technical services (ts) was consulted and noted undersensing of atrial fibrillation (af) and intrinsic amplitude out of range. The device remains in service. No adverse patient effects were reported.